Event description:
A customer reported an issue regarding the sensitivity of the on/off button at the top of a device. There was no adverse impact to the customer¿s blood glucose level. Technical support was requested to follow up with the customer to address the concern stated in their survey response.